Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation revealed a scope communication error code e216 attributed to fluid invasion at the scope connector. However, after aeration, the image was good. In addition, a failed dunk test on the scope was observed, with an inability to tape the leak. The distal-end plastic cover exhibited signs of a chip, dent, and scratches, while the bending section cover had a cut. The advanced diagnostic was removed, and the bending section cover displayed a glue chip, lifting, and scratches. The objective lens showed peeling glue, and the bending section passed the electrical continuity test with a resistance of 7.7 ohms in the advanced diagnostic. The charged couple device shrink tube had a tear, and the insertion tube displayed scratches and a significant dent. The device failed the ring gauge test, and the control body in the advanced diagnostic indicated moisture inside, which was resolved after aeration drying. The scope connector was leaking due to cracks, with fluid exposure, also resolved after aeration drying. The scope connector was leaking due to cracks, with fluid exposure, also resolved after aeration drying. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, there was a scope communication error code e216, no image on the bronchovidoescope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e216 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor the field performance of this device.